Manufacturer narrative:
(B)(4).

Event description:
Three years after implantable neurostimulator placement the pt developed a cerebrospinal fluid leak. The location of the leak was not found initially and the patient had a computed axial tomography myelogram and cisternogram. The hcp decided to remove the device. No leak was found in the lumbar region. The pt experienced pain from l5-s1 and down her right leg from failed back surgeries. The pt was seen by a neurologist and who diagnosed the cerebrospinal fluid leak at the pt's neck. A blood patch was done. The implantable neurostimulator worked fine for 3 years before the cerebrospinal fluid leak occurred. A new neurostimulation system was implanted.